Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the reported information, the reported difficulty appear to be related to an interaction of the device with patient anatomy or friable femoral vessel due to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. Corrections: d9 - device available for evaluation: updated from yes to no. H6 -medical device problem code: codes 2017 and 2423 were removed and code 2616 was added.

Event description:
Subsequent to the previously filed report, the following information was received: the sutures of two prostyle devices were successfully pre-placed. The sutures of the pre-placed devices were pulled out when the final procedural sheath was removed. No additional information was provided.

Event description:
It was reported that this was an arteriotomy closure of the common femoral artery using the pre-close technique via a 6f sheath hole prior to an interventional transcatheter aortic valve replacement (tavr) procedure. Reportedly, there was no blood flow in the marker lumen however, the devices were still deployed. Sutures were pre-placed. The sheath was upsized to a 16f sheath, and the tavr procedure was completed. The sutures were pulled out when the final procedural sheath was removed. A covered stent was used to achieve hemostasis. There were no reported adverse patient effects and no clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. H6 medical device problem code: 2017 - failure to follow steps / instructions. The additional device referenced in b5 is filed under a separate medwatch report number.